Event description:
A healthcare facility in (B)(6) reported that the inspiratory and expiratory limbs of 5 rt265 infant breathing circuits were disconnecting from the y-piece. The pressure line was also reported to be disconnecting from the ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. We are currently obtaining further information from the customer regarding this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint devices are not expected to be returned to fisher & paykel healthcare as they are no longer available. Our investigation is based on the information provided by the hospital and our knowledge of the product. The inspiratory and expiratory limbs of the complaint rt265 breathing circuits were reported to be disconnecting from the y-piece. The pressure line was also reported to be disconnecting from the ventilator. The hospital stated that the breathing circuit passed the initial leak test and the disconnection was observed at different periods of time during use. The hospital was not certain if all of the nurses checked the tightness of the connections before use. As the complaint device was not returned, we were unable to determine the cause of the disconnection and could not confirm a fault for any particular failure mode. If the complaint device was returned, an evaluation would have been made to determine if the device is within specification. Our user instructions that accompany the rt265 device state the following: "check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(4) reported that the inspiratory and expiratory limbs of 5 rt265 infant breathing circuits were disconnecting from the y-piece. The pressure line was also reported to be disconnecting from the ventilator. No patient consequence was reported.